Event description:
It was reported the patient had been implanted for seven years and the recharge burden had increased. It was reported the patient was continually using the scs system, and review of the parameters indicated the patient would need to recharge every 2 days. Follow up identified the physician planned to undertake surgical intervention to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.